Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger.

Event description:
It was reported that the implantable neurostimulator recharger (insr) was not charging. The implantable neurostimulator (ins) battery was empty because she had not been able to charge. The connector was bent. No follow-up was required as all needed information was provided and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.